Event description:
It was reported that the tip of the needle broke off during a rotator cuff repair.no further patient or event information were provided at the time of this report.

Manufacturer narrative:
Follow up communication with the event reporter provided additional information that during a rotator cuff repair the tip of the needle broke and remains in the patient. According to the reporter the patient was showing signs of an infection immediately following the surgery; however they are showing signs of improving. Patient's demographics (age at time of event, date of birth, gender, weight) and the date of surgery were requested but not provided.no further patient information was provided at the time of this report or made available in response to multiple follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested/is expected for evaluation, but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided; therefore device history record review could not be performed.based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source of infection or patient noncompliance with post-op wound care directions. The most likely causes of the device tip breaking would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. On the package, there is a label instructing the user as follows:warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area.the potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.